Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The farawave catheter revealed no evidence or abnormalities noted during the analysis. The functional testing of the device was conducted by inserting a guidewire successfully through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Based on all the available information, the cause of the reported guidewire lumen detachment was not confirmed and hence there was no device problem noted.

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. Despite a normal preparation of the catheter and proper insertion of the guidewire, the proximal tip of the guidewire lumen separated from the tip of the catheter. It was not possible to deploy/undeploy the catheter, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. Despite a normal preparation of the catheter and proper insertion of the guidewire, the proximal tip of the guidewire lumen separated from the tip of the catheter. It was not possible to deploy/undeploy the catheter, therefore it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.